Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one open and unused sample that contains two sutures wound on the support cardboard. According to the product description (monoplus violet 4/0 (1.5) 70cm hr26), corresponds to only one suture instead of two. This defect took place in the manufacturing line. Probably, the involved personnel took and wound on the support cardboard two sutures instead of one by mistake. Remarks: we have informed the personnel involved about this incidence. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that this is and isolated unit, but the rest of units of the affected batch are correct. We have also reviewed the complaint history of monoplus product, and no other complaints have been received concerning this issue in the last five years. Final conclusion: taking into account that the sample received does not fulfil the product specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there were two needles in the package.